Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A review was conducted of all applicable material records, MFR'g records, storage records and distribution records according to the descriptions of the product used w/the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance w/all federal, state and operating procedures. Since no product was returned for evaluation, the exact cause of the reported issue cannot be determined. Information in section has been requested. If and when that information is provided, a supplemental report will be provided.

Event description:
It was reported to globus that a patient had a revision surgery because the implant subluxated, and fell into kyphosis. The patient did not have nay symptoms, but the devices was removed. The implant date was (B)(6) 2015, and the removal date was (B)(6) 2015.

Manufacturer narrative:
The following sections have been updated, since the information was not available at the time of initial report.